Event description:
It was reported that the patient experienced a loss of therapeutic effect. The implantable neurostimulator (ins) impedances were measured and were found to be >4000 ohms on every electrode. These values were confirmed with multiple readings. The ins and lead were explanted and replaced. The patient recovered without sequelae and had improved symptom relief. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the stimulator found no anomaly. Analysis of the lead found all conductor wires broken 5.1 cm from distal end and the marker band was loose.

Manufacturer narrative:
Product ID (B)(4), lot# v176885, implanted: (B)(6) 2009, explanted: (B)(6) 2012, product typ lead. Product ID (B)(4), serial# (B)(4), implanted:, explanted:, product typ programmer. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.